Event description:
The customer reported via phone call that the transmitter would not communicate with the insulin pump. Customer also reported 18 sensor failures over the past few months. The customer also reported having two hypoglycemic events where their blood glucose declined to 40 mg/dl and 50 mg/dl in the last two days. The customer also reported their sensor remained on the pedestal upon insertion into their body. Customer also reported blood at site with their sensor. It was also found the customer received lost sensor alerts. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.